Event description:
It was reported that there was an over infusion of vancomycin. A secondary infusion of vancomycin was started at 8:15am with a 100ml set to infuse over 60 minutes. Prior to leaving the room, the clinician found the bag was found empty, although the pump indicated 83ml and 50 minutes remained in the infusion. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b17, annex c: c20. Additional information: device available for eval?, returned to manufacturer on, device return to manuf ., device eval by manufacturer? Annex a: a1801, annex g: g02017, annex b: b01, annex c: c0601.

Event description:
It was reported that there was an over infusion of vancomycin. A secondary infusion of vancomycin was started at 8:15am with a 100ml set to infuse over 60 minutes. Prior to leaving the room, the clinician found the bag was found empty, although the pump indicated 83ml and 50 minutes remained in the infusion. There was patient involvement but no harm.